Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced adhesive events where three infusion sets were accidentally pulled out during use due to tubing catching on something or pump falling. Patient replaced infusion sets and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final (B)(4) - device 1 of 3